Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on it was not where it used to be. The patient had gone through all the different groups and it was not successful. There was no known accident or incident related to the event. It was reported that the patient had an uncharged battery and could not be reprogrammed. The patient was not getting satisfactory stimulation from either one of his batteries. The subcu. Leads in his back and there were 6 electrodes that were >10,000 ohms. The patient felt "light tingling" when stimulation was turned up to 10.5 volts. The lami. Leads were not giving him stimulation in the areas that he wanted. The patient had a hcp appointment to discuss removing the device and to review the recent CT scan he had. The patient reported that he had concerns with regarding the device since implant and had difficulty with battery charging effectiveness. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2011-05891.